Event description:
It was reported by the customer's mother that the customer had an issue where the tubing would disconnect from the site. Customer also had a battery out limit alarm. Customer was able to program time into the pump. Customer's mother mentioned that the customer has heart palpitations and sometimes gets them from the sensor and meter sending information to the pump. Customer does not wear the sensor because of it. Mother stated that the dates on the pump and tester are always wrong. When the customer changes the battery, the time does not match up with the meter. Customer stated that they were hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer's blood glucose level was between 350-400 mg/dl at the time. Customer was given an injection and was released after their blood glucose level went down. Customer was not wearing the pump at the time of the emergency room visit. Customer was off the pump shortly before going into the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.